Manufacturer narrative:
H.6 level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shelf carton damaged/torn on lot # 6179947. This is the 1st related complaint for shelf carton damaged/torn and the 2nd related complaint for package printing defect on lot # 6116896. Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 6179947 and lot # 6116896. Customer states that the box is torn and the lot is not in position. The attached photos were examined and shelf cartons from both lot numbers were observed to be torn. Also, the shelf carton from lot # 6116896 exhibited the lot, manufacturing date, and expiration date printed in the incorrect position on the shelf carton. Manufacturing will be notified of this issue. A review of the device history record was completed for batch# 6179947. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification {200655003} noted that did not pertain to the complaint. A review of the device history record was completed for batch# 6116896. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing under investigation child 1159229, "...received a complaint, via pictures, for material 328868, batches 6197947 and 6116896. Visual inspection of the pictures from batch 6197947 showed several cartons that were ripped or torn on the top right corner of the back of the carton, near the lot coding. Process summary: the equipment erects cartons and loads the appropriate number of bags into the carton. The cartons are then closed and placed on the outfeed conveyor. Sensors are in place to inspect for open cartons. Any that are found are run off into a reject bin. Correct cartons are transferred to the casepack where 5 cartons are pushed into a wraparound case. This case is then glued and continues on to be labelled and palletized. There were no quality notifications or log book entries that pertained to this defect during the production of this batch. A root cause cannot be determined. Visual inspection of the pictures from batch 6116896 showed several cartons that were torn at the corner, and one carton with the lot coding below the designated area on the carton. The lot coding was in the printed area of the carton. There was also a carton that was torn at the corner. Process summary: after the cartons are hand packed and closed, they are placed on a conveyor to be lifted into position to be laser etched with the lot code information. After being etched, they are conveyed to the casepack where 5 cartons are pushed into the case, the case is glued shut and the case is palletized. There were no quality notifications or log book entries during the production of this batch that pertained to these defects. A root cause cannot be determined. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that damage occurred before use with a syringe 0.5ml 30ga 8mm. The following information was provided by the initial reporter, "lot:6179947, tore box = 2 lot 6116896, tore box = 1 lot not match position = 1" 3 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6179947, medical device expiration date: 2021-07-31, device manufacture date: 2016-06-27. Medical device lot #: 6116896, medical device expiration date: 2021-05-31, device manufacture date: 2016-04-25. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred before use with a syringe 0.5ml 30ga 8mm. The following information was provided by the initial reporter: "lot:6179947, tore box = 2, lot 6116896, tore box = 1 lot not match position = 1". 3 occurrences were reported.